Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 7:59pm on (B)(6) 2016. At this time the patient obtained blood glucose results of "123 and 78mg/dl" with the subject meter. The patient manages their diabetes with an unspecified type and dosage of insulin (no adjustments) and denied making any changes to their diabetes management regimen as a result of the alleged product issue. 50 minutes later the patient stated that they experienced symptoms of "dizziness, sweat and feeling faint", and as a result of this the patient's partner provided the patient with food and/or drink by means of treatment. No medical intervention was required and the patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.